Manufacturer narrative:
This event occurred in (B)(6). (B)(4) - [patientresultsq-(B)(4).pdf].

Event description:
The customer complained of discrepant results for 2 samples from 1 patient tested for elecsys ft3 iii (ft3 iii), elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii) on the customer's cobas 8000 e 602 module compared to the abbott method and the siemens method. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the tsh erroneous results and medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. Erroneous results were reported outside of the laboratory where the doctor indicated the results did not match the patient's clinical picture. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4).

Manufacturer narrative:
The customer clarified that the doctor started treating the patient based on the high ft4 ii results. Upon recieving the repeat results, the treatment was stopped. There was no allegation that an adverse event occurred. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This caused the high ft4 ii results. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."